Event description:
It was reported that this event involved a (B)(6). The patient was also reported to have fallen on (B)(6) and is reported to be a drug addict. The event occurred in the ICU. The user reported that the swg "uncoiled" upon removal from the catheter, which was inserted into the patient's subclavian. There was no delay, harm, complication, death, or injury to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.